Event description:
It was reported that following implant on (B)(6) 2026, the patient was reported to have experienced heart failure and passed away the next day (B)(6) 2026. No issues were found during or after surgery. The physician did not currently believe it was an issue with the system. No additional information was provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.